Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06232. The pt is implanted with 2 scs systems. First system includes an scs ipg (3788), 2 octrode leads (3181) with 2 single extensions (3383). Second system includes an scs ipg (3788), 4 quattrode leads (unk model) with 2 dual extensions (unk model). It was reported the pt underwent revision surgery on (B)(6) 2014 to move the anchor due to discomfort and pain at the anchor site. There were no devices explanted or replaced. The revision did not resolve the pain and pt underwent a second revision on (B)(6) 2014. It was determined the dual extension was causing the discomfort. The physician decided to the move the dual extension and implant a new longer occipital quad lead (off label use), tunnelling it up through a different area. The existing lead was not explanted. The pt is receiving excellent stimulation and is happy with results.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.